Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following up with the site, reported that the cause of the inaccuracy was likely that the retractors were most likely moving the spine when they were replaced after each spin. The instructions for use (fu) which accompanies this device contains the following warning regarding frame movement: "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister." A medtronic representative went to the site to test the imaging and navigation systems. The imaging and navigation systems then passed the system checkout and was found to be fully functional. The reported issue could not be replicated. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system was inaccurate. The site had taken two spins and checked accuracy immediately prior to both and in both spins, they saw a similar inaccuracy. The site reported the inaccuracy was 5-6 mm off anteriorly. The surgeon opted to complete the procedure without the use of the imaging and navigation systems. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.